Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received bupivacaine and unknown morphine (unknown concentrations and doses) in an implantable pump for non-malignant pain. The patient's pump had been alarming since (B)(6) 2018. The patient thought the critical alarm occurred because the pump alarmed every 15 minutes. The patient had recently relocated and could not find a physician. The patient tried the physician listings and no one was managing pumps. It was reviewed the patient may need to seek medical attention such as the emergency room if the patient did not have a physician. The patient thought they felt withdrawal symptoms. Over the last week the patient was unable to sleep and legs and arms were hurting (also reported as killing). No further information was available. Additional information received from the consumer indicated they were advised to consider the emergency room to treat symptoms or withdrawal, but the patient was turned away from the emergency room. The patient called to request assistance in reaching a local manufacturer representative. The patient had not found anyone to help with their pump. The patient called the manufacturer and every doctor in their area. Additional information was received from a healthcare provider (hcp) indicated that he patient's pump was empty and that the patient was looking to have it removed. No further complications have been reported.

Manufacturer narrative:
The initial report had the incorrect event aware date noted; the correct aware date is 03-01-2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep had met with the patient at a healthcare professional's (hcp) office that did not manage pumps. The patient did not have a managing healthcare professional (hcp) however the reason for call was to ensure the pump had been silenced and wouldn't alarm again. The rep had successfully silenced the alarm (tube set error message that occurs 48 hrs after temp stop) with her tablet (a810). No further complications were reported.